Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned with the torque device and the microcatheter. Visual examination of the returned device revealed that the guidewire was slightly bent in the middle polytetrafluoroethylene (ptfe) section. Under magnification the hydrophilic coating was examined and it was discovered that there was substance on the guidewire at approximately 8.0cm section from its distal end. The ptfe coating was compressed and scrapped at 43.0cm from its proximal end. The torque device was on the guidewire where the compressed and scrapped. The ptfe coating was compressed and scrapped with torque device collet. During functional testing, the synchro guidewire was loaded and advanced through the proximal end of excelsior sl-10 microcatheter. The guidewire came out of the excelsior sl-10 microcatheter distal end. There was slight friction and/or resistance felt during the advancement. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was not smooth due to the bends on the guidewire. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device dfu: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause of the guidewire ptfe coating peeling is related to use error. A cause of undeterminable was assigned to the guidewire difficult to advance issue, to the guidewire kink and torque problem.

Event description:
During investigation of the returned product it was found that the polytetrafluoroethylene (ptfe) coating was scraped .